Event description:
Caller reported a cgm error, specifically error 42, impacting their use of a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, guiding the caller through the process. After resetting the pump, the cgm error code did not reappear, and the caller successfully began a new sensor session.